Event description:
Equipment: zoom drive stryker ICU bed, mode # 0612080023; head of bed was being raised and power cord to bed got stuck under the metal on the power column. The cord was also caught in the adjustable track column and the sparks left a burn mark on the column. Cord was torn down to exposed wire. Sparks and popping noise came from wire. Oxygen immediately shut off. Dates of use: 2007 - 2008. Diagnosis or reason for use: ICU bed.